Manufacturer narrative:
The implantation date provided by the initial reporter is before the device manufacture date for lot #256737. Mentor will report the information as-is. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 275cc gel breast prosthesis, catalog #3507275bc, lot #265956, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2003 and began experiencing the following in 2011: fibroid bleeding, pain, burning in breast and difficulty breathing that improved over time. In 2015, the patient had issues with hard painful breast, teeth problems and bleeding gums. In (B)(6) 2018, the patient began experiencing left hip pain, vertigo and constant ringing in her ears. In (B)(6) 2018 the patient experienced sore joints and bones, bone spurs in fingers, gi issues, rashes, lip herpes, pain in ribs to back, overall nerve pain, dry eyes, inflammatory issues, blurred vision resulting in the patient becoming bedridden. As a result, the patient will undergo explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 09/27/2018, mentor received additional information about the event. The patient reported heavy menstrual bleeding with blood clots (very large) and need to carry adult diaper bag with change of clothes wipes, adult diaper underwear, pads, tampons etc. In 2016, the patient reported major inflammation of the gums with bleeding and need for 2 bottom teeth pulled resulting in two emergency root canals. In (B)(6) 2018, the patient reported that she had discolored scleras (red and sometimes kind of grey), the patient had mammograms & mris all saying that her implants were intact & not ruptured(recently as (B)(6) 2018). The patient did not have her breast prostheses replaced after explantation. Bilateral rupture and bilateral baker grade unknown capsular contracture was noted post explantation. Device code ¿material rupture¿ has been added. The patient reported that the physician saw no need to complete pathological testing. The patient reported that post explantation, some of the symptoms come and go and others are completely gone. The patient reported her back and nerve pain is resolved, her eyelids going back to normal, but her eyes are still dry & her scleras are still discolored. Her hip & joint pain comes & goes. Her nails are growing so she hopes her hair is growing back too. She still has constant ringing in her ears. Manufacturer¿s reference number: (B)(4).